Event description:
Emt attached adhesive multi-function electrode pads to the patient. The ECG could not be found. The defibrillator displayed an error notification indicating poor pad contact and telling the ems staff to check pads.